Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the severely tortuous and severely calcified common iliac artery. A 10.0mmx20mmx135cm (5f) sterling balloon catheter was advanced for dilation. During the procedure, the balloon ruptured upon first inflation at six atmospheres for three seconds. The device was removed, and the procedure was completed with a different device. There were no patient complications as a result of this event, and the patient was in good condition post-procedure.